Event description:
A remstar pro c-flex+ was returned to a third-party service center for evaluation. There were no reports of serious or permanent harm, injury, or medical intervention associated with the device. During the evaluation, the serial number label was present and legible. The device was received without a humidifier, modem, or power cord. The blower motor was functional, and one historical error code (error #53) e053 (err_comp_log_sem_timeout) was recorded. Foam degradation was confirmed inside the blower assembly, and visible foam particles were present. Dust contamination was also noted. The complaint was confirmed, and the unit was scrapped per disposition guidelines. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.